Event description:
The customer reported the pump was not delivering a bolus as intended. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.